Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no products were returned. A complaint database search and review of manufacturing records did not identify any anomalies. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4).

Event description:
It was reported there was a fracture of the ceramic head of a hip prosthesis. It was noted the patient had a fall before.